Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose value of 42 mg/dl. Caller stated that the sensor glucose showed 40 mg/dl and the bg showed 42 mg/dl. Change sensor was also reported. The insulin pump is not expected to be returned for analysis.